Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 09/23/2021 it was reported by a facility representative via email that an ar-3638 fibertak was inserted in standard fashion using the curved drill guide. The anchor was secured properly in the bone and the surgeon tugged on it to insure. Once the repair stitch was loaded in the loop and folded over properly, the anchor pulled out when trying to pass through the knotless mechanism. This took place during a case, with no patient effect reported.